Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the local area field representative contacted boston scientific technical services (ts) with a desire to further understand device behavior. Ts discussed a gradual event which ended with the patient still in the rhythm. Fifteen minutes later the device then redetected the rhythm and broke the rhythm with anti-tachycardia pacing (atp). There were no adverse patient effects. The device remains in service.